Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device would not deliver when there were 15 to 20 units left in the device. Customer's blood glucose was 550 mg/dl. Customer reported he would wear the infusion set for 3 to 4 days. Customer performed the selftest, the test passed. Customer was advised that the issue could be due to the cannula occlusion, which could be caused by the extended length of time the customer was wearing the infusion set. Customer declined to troubleshoot. Customer will not be returning the device for analysis.